Event description:
It was reported that during a laparoscopic hysterectomy procedure, the active jaw cracked and fell off. It was completely detached and fell into the patient. It was retrieved. A second device was opened and used for twenty minutes and then the jaw cracked detached one as well. A third device was opened and used to complete the procedure without any impact to the patient. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that device a was returned with the tissue pad melted and partially detached. The blade was found to be complete and in good visual condition. Based on the condition of the tissue pad, a possible cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may caused a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The analysis results confirmed that device b was returned with the distal tip of the blade broken off and missing and the blade shaft bent. The remaining blade portion was scratched. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. The bent shaft is not related to the reported event.